Manufacturer narrative:
The sockets on the motor cartridge were damaged. A damaged socket can cause higher impedance at the connection between the handpiece and the console; this can result in false operation signals.

Event description:
The micro sagittal saw was sent in for service and it ran on its own without activation during performance testing. No adverse event was associated with the device.